Event description:
The patient had an unstable knee. The surgeon at 1 about 1 year and 1 month post primary implanted a thicker liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 february 2023: lot 2005749: (B)(4) manufactured and released on 06-aug-2020. Expiration date: 2025-07-26. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.